Event description:
It was reported by the aci sales professional that a pt underwent a catheterization procedure on (B)(6) 2012. Following the procedure, the physician, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured. The device was removed from the pt, and a second device was prepped and deployed successfully. Hemostasis was achieved with the second device.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1214502) indicated that the device lot met all established performance criteria prior to shipment.